Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator turned off after the pt's leg was treated with a tens unit. A physician advised to turn the neurostimulator back on. After doing so, the pt experienced a "surge" for about 30 seconds and then it was okay. The device was turned back on, on (B)(6) 2011, and the pt experienced a "surge," discomfort, and the left side of her face was drooping. The pt's blood pressure, heart rate, and pulse increased, thus the device was turned off after about 25 seconds. The pt's blood pressure, heart rate, and pulse had returned to "normal" on (B)(6) 2011. Other than tens treatment, no other environmental exposures were reported. An appointment with the pt's physician was going to be scheduled for (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report. Refer to MFR's report # 3004209178-2011-05873.